Event description:
It was reported that balloon rupture occurred. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation post stent deployment. During the procedure, the balloon failed to dilate and was ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.